Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an electrical interference issue. The handpiece arced/sparked to the su rgeon's glove causing the glove to melt and a burn to the surgeon. Although alright, the surgeon wanted all devices used in the case investigated. Several employees are concerned that it was the full bed style pad that may have caused the issue. Generator to be sent in for testing/diagnostics. To complete the procedure, the team brought in new generator, pencil and pad. Surgeon had second degree burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.